Event description:
Attorney alleges plaintiff has had a rupture, capsulotomy and has developed multiple physical symptoms including breast pain, hardness, cold breasts, non-specific autoimmune symptoms, anxiety, stress, pain and suffering.